Manufacturer narrative:
The unit was received for investigation on august 29, 2025. The unit was received with a "system error" status, and the reported complaint was confirmed upon inspection. The root cause was traced to high accumulator pressure resulting from a blocked feed port and contaminated zeolite, which had absorbed excessive moisture (psa 16). The muffler was also filled with dust, further obstructing the feed port. These conditions led to increased column pressure and reduced oxygen output internally and externally. Additionally, a leaking sensor was found at the cannula receptacle, and the battery board pins were damaged, likely due to the high impact possibly drop the unit. The housing was also replaced due to cosmetic damage.

Event description:
On (B)(6) 2025 the patient called inogen to report they ended in the emergency room (ER) due to the device not producing oxygen. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming he had been to the hospital. Intervention is unknown.